Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fph in (B)(4) for inspection. The returned chamber was visually inspected and was connected to a water bag to identify the reported water leak. Results: upon connecting the chamber to a water bag, a drop of water began to build at the connection between the feedset tube and the water bag spike. Visual inspection revealed that sufficient glue was present around the spike tubing connection; however the glue had not bonded properly. A lot check revealed no other complaints of this nature for lot number 120319. Conclusion: the identified water leak was due to the failure of the glue bond. We were unable to determine the cause for this. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the glue bond failed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that water was leaking from the connection between the water bag spike and the water feedset tube on an mr290 autofeed humidification chamber. This was found during use. No patient consequence was reported.